Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the stent moved on balloon. The target lesion was located in the ostium of the renal artery. A 5.0mmx15mmx90cm express sd renal/biliary stent was advanced to treat the lesion. However, when the physician tried to place the stent in the lesion with a hard plaque, the stent shifted on the balloon. The physician pulled the device out from the patient using the guide catheter so the device would pass through the lesion with another stent and then pulled the guide sheath back. A different sheath was used and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.